Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed flow meter. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device did not detect any flow of liquid, but the technical team was able to see liquid flowing through the flow lines. Per review of wo on 09jul2024, there was no patient involvement. Per follow up information received via email on 09jul2024, the device was sent to the sorevan depot. The issue was resolved by changing the flowmeter.

Event description:
It was reported that the arctic sun device did not detect any flow of liquid, but the technical team was able to see liquid flowing through the flow lines. Per review of wo on 09jul2024, there was no patient involvement. Per follow up information received via email on 09jul2024, the device was sent to the sorevan depot and the issue was resolved by changing the flowmeter.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed flow meter. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.